Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose reading of 600 mg/dl at the time of the incident. The customer was not hospitalized and mentioned that they were getting no delivery alarms. Troubleshooting was performed and the customer was advised that the device will be replaced and need to be returned.